Event description:
Boston scientific neuromodulation (bsn) received information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported was related to implanted spinal cord stimulator leads manufactured by medtronic. A report was received that a patient implanted with medtronic leads underwent a lead revision due to ineffective therapy. The physician suspected that one of the medtronic leads was fractured. The physician explanted the medtronic leads and implanted the patient with two new boston scientific neuromodulation leads. The medtronic leads were not returned to boston scientific neuromodulation. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).